Event description:
Patient received IV medication. Patient found with blunt cannula left in IV tubing port 30 minutes after medication received. Large amount of blood found on floor. Patient had cardiac arrest and resuscitation was unsuccessful. Patient expired.